Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained.

Event description:
It was reported the patient had been experiencing pain at their anchor site. As a result, the patient underwent surgical intervention to address the issue. During the procedure, the physician decided to explant and replace the patient's anchor. The doctor also decided to electively explant and replace the patient's associated lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.